Event description:
It was reported that on the patient went to a medical center. He spent the first week knocked out due to intense pain he was suffering from. When the patient woke up, he was told that he had come in with spinal meningitis and that the pain pump had been infected completely with (B)(6). An operation was done on 2015-(B)(6) to remove the complete implanted pain pump system. The patient had gone through intravenous (IV) antibiotic treatment in the hospital. The patient was still recovering and being treated for the infection caused by the implanted pump. The patient was on oral antibiotics and had a wound from one of the incisions that was so large and deep that it had to heal from the inside out. It was stated that the pump had caused a severe infection that spread throughout the patient¿s body including spinal canal and the cal sac. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information received from a health care provider (hcp) reported that the patient died on (B)(6) 2015. The cause of death was unknown. The patient had chronic back issues and surgeries related to that, but otherwise the patient as active and healthy as far as the hcp knew. The patient¿s pump had been implanted since 2010 so it was unclear how the patient ended up with a systemic (B)(6) infection. The hcp was not able to provide further information as they were no longer the patient¿s primary care providers after the device was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: 2010-(B)(6), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. (B)(4).